Event description:
It was reported that product information is missing on dispensers with a bd needle 18x1-1/2 ll eclipse¿. This was discovered prior to use. The following information was provided by the initial reporter, translated from portuguese to english: lack of information about the product, lot and validity.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. Only picture was sent by the customer, and with that it was possible to perform an investigation and determine the root cause for the defect, confirming the complaint. The root cause for this failure mode was due to a failure in the cartridge marking machine, it records the batch traceability on the packaging. As it was a small amount, it was not detected by the associate involved in the process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product information is missing on dispensers with a bd needle 18x1-1/2 ll eclipse¿. This was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: lack of information about the product, lot and validity.